Event description:
Fixation pin cracked off after insertion. Broken piece was removed from surgical wound. Used another fixation pin to complete surgery. No impact to patient.

Manufacturer narrative:
Reviewed device history records. Device was manufactured to applicable specifications. No manufacturing defects, signs of excessive wear, or inclusions that would cause this failure were observed. The features of the fracture indicate a failure due to an excessive torsional loading condition. The fracture features were characteristic of a failure in torsion as the fracture is not angled and appears to be flat in nature. No indication of pre-existing cracks or significant material anomalies were observed for any of the fractures. Excessive torsional force applied to the fixation pin exceeding the instrument's strength resulted in the breakage. This is the final report that will be submitted associated with the incident and device. No additional action is required at this time.